Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were unknown at the time of the incident. Troubleshooting was performed. The customer reported that the same error has occurred recently. The insulin pump is returning for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Unexpected battery power loss not found during testing. Pump passed the displacement test, sleep current test and active current test.